Event description:
It was reported that the patient had pseudomeningocele. The event date was sometime after the patient's implant on 2014 (B)(6). It was reported that the catheter placement could have been the cause of the event. The patient was due for spinal surgery due to pseudomeningocele. The case was moved to 2015 (B)(6). Additional information received that the patient had their spinal surgery on 2015 (B)(6). At the dura there was a "v-notch." The catheter was intact and the patient was getting good therapy. The catheter and pump were left in place. The physician used fatty tissue and patches at the lumbar site to stop the cerebral spinal fluid (csf) leak. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that the patient developed "it pseudomeningocele" related to complex surgical approach. It was noted that there were no further troubleshooting, interventions or other actions taken to mitigate or resolve the event. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information also reported that the patient had experienced headaches.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).